Event description:
It was alleged that the pump changed rate during use on a pt. The pump was set for 21cc/hr at noon. It was noted that four hours later the pump alarmed and the bag was empty. The rate was noted at 630cc/hr. Nipride was given to stabilize the pt's blood pressure.